Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the operation channel blocked. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel. In addition, we confirmed that the control body fluid damage, the side body cover broken, the light guide cable buckled, the control body corroded, the insertion flexible tube (ift) crushed, the segment crushed, the insertion flexible tube (ift) leak, the bending rubber cut, the remote control button(1) cut, the remote control button(4) cut, the distal body worn out, the light guide cable bump, the bending rubber discolored, and the insertion flexible tube (ift) discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.